Manufacturer narrative:
Evaluation results: (myocardial infarction, thrombosis). Conclusion: other (lack of info).

Event description:
Two endeavor stents were implanted to the proximal lad (overlapping stents) 19 months ago, (see MFR#2953200-2008-00311). It was reported that the pt had a mi the same day as implant. There was no new q-wave on the ECG. A repeat angiography was not performed. A repeat revascularizations was not required. The location of the infarction was reported as non-determinable. The investigator assessed the event as unstable angina. The pt was asymptomatic at the 30 day, 6 month and 12 month follow-up stages. Please note that this device is not distributed in the united states.